Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve and nitinol stent component, model #icv1211 , s/n # (B)(4) were retrieved and reviewed by quality control at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
The guiding suture was not removed during perceval implant, as per IFU guiding suture must be removed. This event was reported to the manufacturer through the (B)(6) registry as unknown if related to the device, the manufacturer requested the internal clinical review of this case. This event is being reported in a conservative manner as conduction disorder has been determined by medical judgment as unknown if related to the device even if it is also likely that the patient¿s cardiac history ( post mi and post pci ) could also predispose the patient to developing av blocks. Device not explanted.

Event description:
Through the (B)(6) registry, the manufacturer was notified that on the (B)(6) 2017, perceval size 27mm was implanted via full sternotomy. The native aortic annulus is bicuspid (sievers type2). The guiding suture was not removed as per preference of the surgeon. On (B)(6)2017 the patient experienced arrhythmias and conduction disorders-av block iii. This has been reported by the site as related to the procedure, and unknown if related to the device. A pacemaker was implanted on (B)(6) 2017 (9 days post implant). The sae was resolved on (B)(6). The patient was discharged on (b)64) 2017.